Event description:
Kimberly-clark received a report from russia stating, ¿during mechanical ventilation, a y-connector was damaged (a piece measuring 2mmx1mm broke off at the catheter attachment). This caused gas leakage and the patient experienced hypoxia. The medical staff successfully replaced the y-connector. The patient remains on the ventilator.¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The device was not returned to kimberly-clark for evaluation, therefore, we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.